Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 22cm distal to the is-1 connector pin. The proximal fragment including the the yoke and connector pins was received for analysis. The distal fragment including the lead tip and shock coil was not returned. The analysis showed 14cm distal to the is-1 connector pin that the insulation was found abraded through, which is assumed to be the root cause of the reported lead failure. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted due to risk of inappropriate therapies approx. 110 months after the implantation (estimated duration).